Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional

Event description:
The probable cause was determined to be a defectives u15.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed, but turns off when connected to the usb cable. Functional tests were not performed as the receiver turns off when connected to the usb cable. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed as the receiver turns off when connected to the usb cable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.